Manufacturer narrative:
The opened device kit which should consist of the following components has been requested to be returned for evaluation: 1 - east-lav pump device; 1 - 3000 ml fluid bag with connecting tube and clamp; 1 - 5000 ml waste bag with connecting tube and clamp; 1 -gastric tube with easi-lok adapter and clamp; 1 - waste bag hanger; 1 - bite block.

Event description:
Facility contacted kimberly-clark and stated that they had a pt in the ER, went to use the product to save the pt's life and this item was missing the lavage tube. The pt did die, although the hospital cannot say if the missing part played a role. The customer was contacted on june 18, 2007; however, they did not want to file any paperwork on the incident at their end. It was a case of suicide and they did not want to provide the company, or any other people with additional information. It was confirmed that the customer had the uncontaminated sample of opened package without tube. Kimberly-clark has no first hand knowledge of the allegations, but is relaying the information received from outside sources pursuant to federal regulations.